Event description:
During a tavi procedure, while accessing the femoral artery using the introducer and a non-abbott guidewire (lunderquist by cook medical), blood leaked from the hemostasis valve resulting in significant blood loss. Manual compression with gauze was held at the valve of the introducer. The bleeding resulted in a marked decrease in the patient¿s hemoglobin levels: on (B)(6) 2026 hb: 13.8; on (B)(6) 2026 hb: 11.9. No intervention was administered to treat the drop in hemoglobin.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.